Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A photo was received for investigation. The photo showed the reported defect of a dark colored substance over and around the plunger. A review of the device history record for this batch 5302977 did not indicate that there were any incidents noted which may have contributed to dirt on the plungers in the final product. There were no non-conformances associated with this defect. Bd was able to duplicate or confirm the customer¿s indicated failure mode. A root cause investigation was conducted and it was concluded that the most probable cause was a gap in the lubricant containment unit, the guarding has been improved and the gap has been eliminated. It is concluded that the non-confirming product originated from an isolated occurrence. A sample investigation will be conducted. Once the sample investigation is completed, a supplemental report will be filed.

Event description:
It was reported that a ¿dark colored¿ substance was found inside an unopened bd posiflush¿ xs 10ml pre-filled flush syringe nacl 0.9% prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
Samples were received for evaluation by our quality engineer team. A DHR showed no findings. Upon examination, the defect of foreign matter was confirmed. A root cause investigation was conducted and it was concluded that the most probable cause was a gap in the guarding of the lubricant containment unit, the guarding has been improved and the gap has been eliminated. It is concluded that the non-conforming product originated from an isolated occurrence.